Manufacturer narrative:
B5 describe event or problem - correction h2 correction

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient was using the same sensor for 2 days and the patient had a seizure while sleeping. When her husband came home, he found her unconscious again so he brought her again to the emergency room (ER). No cgm readings on her dexcom app and it was displaying an error message when she was found unconscious but can't tell the exact error message. No fingerstick and no treatment was given at home, but when she arrived at the ER her bg was measured low (unspecified value) so she was treatment with IV dextrose. She stayed at the ER for 3-4 hours and went home after, feeling better. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient was using the same sensor for 2 days and the patient had a seizure while sleeping. When her husband came home, he found her unconscious again so he brought her again to the emergency room (ER). No cgm readings on her dexcom app and it was displaying an error message when she was found unconscious but can't tell the exact error message. No fingerstick and no treatment was given at home, but when she arrived at the ER her bg was measured low (unspecified value) so she was treatment with IV dextrose. She stayed at the ER for 3-4 hours and went home after, feeling better. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.